Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted overnight with complaints of weakness and dizziness with blood bowel movements (bm). The patients hemoglobin (hgb) on arrival was 9.9 g/dl and mean arterial pressure (maps) in the 50s to 60s. Bumex was held with plan to resume the following day. The patient was on a clear liquid diet (cld) and was administered protonix 40 mg intravenously (IV) twice a day. A fecal occult blood test was ordered and coumadin was held. On (B)(6) 2019, hgb was 9.6 g/dl with no bm since arrival. Coumadin continued to be held and the patient resumed their cardiac diet. On (B)(6) 2019, hgb was 9.7 g/dl with aspirin discontinued. Coumadin was resumed at 2 mg and protonix was changed from 40 mg IV to oral intake twice a day. The following day a heparin drip was started and coumadin was increased. Lactulose was started for constipation. On (B)(6) 2019, hgb was stable and the patient likely had hemorrhoids. Heparin was continued and prep h as needed. The patient had complaints of bloody stool and the nurse stated clots were present. Hgb dropped more than 3 g/dl since (B)(6) 2019. Gastroenterology was consulted. Changed to cld and protonix was changed back to intravenous pantoprazole (ivp) and coumadin was help. The patient continued with heparin drip. The patient had a large bloody bm and symptomatic post with lightheadedness/dizziness/hazy feeling. Flows were down to mid 2s lpm then back to low 3s lpm and doppler was 65. No packed red blood cells (prbcs) were given and albumin was 500cc once. Bumex and beta blockers were decreased. On (B)(6) 2019, hgb was 8.4 g/dl with complete blood count (cbc) being taken every 12 hours. Continued cld, and nothing by mouth after midnight. Heparin was stopped at 0200, and preparation for colonoscopy was ordered. The patient had soft blood pressure and was symptomatic so albumin was ordered. On (B)(6) 2019, hgb was 7.4 and 2 units prbcs were ordered. The patient had nausea with gastrointestinal (gi) prep. Zofran was ordered but there was inadequate prep so the colonoscopy was postponed. Restart cld and 2l golytely 0400 was ordered for the next day. On (B)(6) 2019, electrolytes were replaced, hgb was stable and white blood cell count was downtrending. The colonoscopy was performed and a large polyp was found and the base was clipped. Heparin drip was started the following morning and diet was resumed. Maps were in the 55s to 60s. The patient was asymptomatic and repeat hgb was 8.7 g/dl to 8.9 g/dl. Type and screen (t&s) was ordered with morning labs. On (B)(6) c2019, potassium was replaced. On (B)(6) 2019, the patient was on a heparin drip with hgb stable at 7.9 g/dl and 1 unit of prbcs were given. There were no plans to resect the polyp. Gi team recommended a repeat colonoscopy in 1 year. On (B)(6) 2019, hgb was improving to 9.6 g/dl and bleeding resolved. Potassium was 5.2 mmol/l. Potassium chloride and spironolactone were held with plan to reduce dose for the next day. On (B)(6) 2019, inr was 1.4 and heparin bridge was continued. Potassium was 4.3 mmol/l. On (B)(6) 2019, international normalized ratio (inr) was 1.5. Heparin drip and warfarin 5 mg were administered. On (B)(6) 2019, the heparin drip was held for an hour due to supratherapeutic partial thromboplastin time (ptt). On (B)(6) 2019, hgb was stable, inr was therapeutic and the patient was discharged home with a heparin drip. No further information was provided.